Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with a cracked case and with minor scratches on the liquid crystal display window. (B)(4).

Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels for over a week. The customer stated that his blood glucose was 500 mg/dl on (B)(6) 2015, which he treated with 15 units of insulin via manual injection. He stated that this brought his blood glucose too low, so he ate thereafter. He noted that on (B)(6) 2015, his blood glucose had been 400 mg/dl, which he also treated with manual injection. His most recent blood glucose was 391 mg/dl, and he treated with 7 units via manual injection. He noted that his doctor had changed his setting about 2 to 3 weeks prior to the call. He declined to check for the presence of leaks, air bubbles, and site or insulin issues. He declined to check his settings. He believed that the high blood glucose was related to the insulin pump but declined to complete the troubleshoot procedure. He was advised to discontinue use of the insulin pump, revert to a back-up plan, replace the insulin pump and return the device for analysis.